Manufacturer narrative:
Visual inspection performed by r&d manager: from the visual inspection of the implant, ref. (B)(4), lot 1920598, there is a small scratches on the coating, probably due to the removal manouver, and some signs of bonegraft. The external dimensions are according to the specification and the mechanical integrity of the device, as well as the coating and the pyramids is confirmed (see picture enclosed). The root cause of the migration is not clear. Batch review performed on 20 december 2021 lot 1920598: 40 items manufactured and released on 13-sep-2019. Expiration date: 2024-09-02. No anomalies found related to the problem. To date, 8 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery was performed due to a cage migrated in the canal. Primary surgery date is unknown. A plif cage with zero degrees lordosis was used for a tlif procedure.

Event description:
Revision surgery was performed due to a cage migrated in the canal. Primary surgery date is unknown. A plif cage with zero degrees lordosis was used for a tlif procedure.